Event description:
Report 2 of 2. It was reported while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes that one (1) tube was picked up by the stopper and the closure separated from the tube. Blood splashed into the healthcare worker's eye when the tube fell. Post exposure laboratory testing was completed. There was no health impact or consequence reported. Reported verbatim, "did exposure to blood/ bf occur? Yes, because the caps were not securely holding the tube, a medical technician removed the tube from the rack by pulling it from the cap. Unfortunately, the tube fell, and blood splashed into the staff member¿s eye. If exposure occurred was there any post exposure testing or medical intervention? Exposure protocol testing was done. (Customer could not provide specific details, but staff got tested and treated according to their safety policies with no medical impact)".

Manufacturer narrative:
D1. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) (B)(4) units blood collection tubes. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and 10 tubes were selected for functional testing. No issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.